Event description:
It was reported that the device broke. The target lesion was located in right femoral artery. A 150cm rubicon 35 was selected for use. During the procedure, the device was advanced over the iliac bifurcation to the patient's left side. Subsequently, the catheter was found to be kinked. The device was removed from the patient and found out that the device was fractured completely through on one side. There were no fragments of the device that was left inside the patient. The procedure was completed with another of same device. No patient complications reported and patient is doing well.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned device consisted of a rubicon 35. The device showed multiple kinks on the distal end of the shaft. The shaft showed a fracture located 14.8cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the device broke. The target lesion was located in right femoral artery. A 150cm rubicon 35 was selected for use. During the procedure, the device was advanced over the iliac bifurcation to the patient's left side. Subsequently, the catheter was found to be kinked. The device was removed from the patient and found out that the device was fractured completely through on one side. There were no fragments of the device that was left inside the patient. The procedure was completed with another of same device. No patient complications reported and patient is doing well.